Event description:
It was reported that when using the bd pyxis¿ medbank tower the patient was not showing up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up. A technical support specialist (tss) reviewed the patient record and identified that the patient profile was inactive, with only a temporary profile visible on the medbank system. The tss coordinated with pharmacy staff to have the patient profile reactivated. The tss confirmed that the correct patient profile was restored and made available on the system following reactivation. The system functioned as intended after technical support specialist troubleshot the device.